Event description:
It was reported that the patient received inappropriate shocks for noise. The lead had high and varying impedance, and undersensing. Patient will be monitored as they are undergoing radiation therapy at this time. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.